Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented to the hospital after receiving an alert for non-sustained lead noise. Loss of capture and lead dislodgement were suspected to have occurred due to a fall. The lead was explanted and replaced. The patient was well after the event.